Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 used sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leakage from vent plug occurred during use with a bd preset¿ eclipse¿. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the abg, it found that blood leakage were from vent plug.